Event description:
The customer alleged that the unit was leaking cidex. The customer stated that there were no injuries reported from the event. An asp field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: replaced the compressor skinner valve because it was leaking, performed a test cycle, and verified that there were no leaks.